Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with multiple boluses and monitored. All boluses delivered completely their indicated amounts and were properly recorded in the bolus history. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had two severe hypoglycemic events and the customer was hospitalized in both occasions. It was stated that the doctor tried to download the data and there were big data gaps. One of her basal rates was set at 2.0 units instead of 0.55 units. Furthermore, it was mentioned that the doctor and the customer feel the insulin pump was malfunctioning and the doctor requested to have a replacement insulin pump. Also, it was indicated that the territory manager downloaded it twice and the data did not match to her wear time. No further information was provided.